Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are very sensitive, they are constantly hitting each other when they bite and chew, the retainers are not fitting and that they wear them all the time. They have 2 cracked crowns and chipped teeth in the back from the way their bite is. They have never had this before.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.